Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in early (B)(6) 2019, the patient started noticing uncomfortable stimulation; a jolting sensation. It was explained that the level was jumping; it would increase or decrease unexpectedly. The patient had it at 4.4 and then it jumped to 7-something. Sometimes it would be at 6 or something and it went down to 0. No falls or trauma were mentioned on the call and it was confirmed that the adaptivestim setting was not enabled. They were redirected to the doctor to have the device checked since patient services did not have an explanation for the reported issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a rep felt the battery had turned over inside the patient, so the device was reprogrammed. The patient said that the adjustment and new settings seem to be working fine and the patient was no longer experiencing the stim issues. No further complications were reported.